Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu1320 showed two other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter broke in the hub extremity. The device was implanted on (B)(6) 2018. There was no patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break within the region of the intermediate tubing. The break occurred approximately 1cm proximal of the end of the intermediate tubing. The catheter exhibited curved shape memory in the vicinity of the break. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. Microscopic inspection of the break revealed a dull and finely granular fracture surface. The catheter exhibited a slightly elliptical cross-section at the break site. The break characteristics and accompanying tensile weakness were consistent with damage caused by tensile (pulling) stress. The location of the damage indicated that the luer adapter was pulled while the catheter tubing distal of the intermediate tubing was secured/constrained. Catheter securement, access and maintenance techniques may have contributed to the observed break. A lot history review (lhr) of rebu1320 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter broke in the hub extremity. The device was implanted on (B)(6) 2018. There was no patient injury reported.